Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the drawing of the set, the small "debris (about 1 cm, white, plastic piece) in the distal y injection site" was determined to be the flow restrictor. It should be noted that the suspected foreign particulate is a flow restrictor that is meant to be in the set. In addition, the reported lot number 0061712062 does not exist for item number 363032. Several unsuccessful attempts were to confirm the referenced item and lot number. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that a possible lot number (0061712062) was provided; however, the lot number does not exist for the reported material number.

Event description:
As reported by the user facility: customer reports a white piece of plastic within the tubing was obstructing the fluid path of the tubing. No injury reported.